Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 670g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call to have received a pump error alarm. Customer's blood glucose was 157 mg/dl. Customer reported that insulin pump showed a "replace battery" message, and customer changed batteries; customer received the same message a few hours later. Troubleshooting was performed on pump error alarm and customer was given instructions on how to clear alarm and to call back should issue no resolved within four hours.